Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer adjusted the tension and height of the slide rails, adjusted the drawer faceplate to prevent it from rubbing against the drawer above, recovered the storage space and resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.